Manufacturer narrative:
(B)(4): the customer performed the evaluation. The customer ordered a control to resolve the issue. As of 07/30/2013, the customer has not called back regarding this issue with this device. The device remains at the customer site. Based on the available info, philips cannot confirm a malfunction.

Event description:
The customer reported a faulty pcb. There was no reported pt involvement and/or impact.